Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer removed and reinserted the positive test cartridge to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0261842. Bd quality performs a systematic approach to investigate false positive results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against discrepant results was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer removed and reinserted the positive test cartridge to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).